Event description:
It was reported that approximately five years post port placement via the right internal jugular vein, the subcutaneous leak was identified. The patient allegedly experienced pain. The port was removed. Current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fluid leak and identified catheter fracture, deformation due to compressive stress and naturally worn as a circumferential split was noted approximately 5.2cm from the distal end of the cath-lock and edges of the circumferential split were jagged and rounded. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 07/2018), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2018). Device pending return.

Event description:
It was reported that approximately five years post port placement via the right internal jugular vein, the subcutaneous leak was identified. The patient reportedly experienced pain. The port was removed.